Event description:
It was reported the capture threshold was increasing. The sensed r wave amplitude dropped within range. Test results confirmed the lead had dislodged. Induction testing was performed. The physician increased the ventricular output voltage and the system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).